Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that the device's lid latch was pushed off the case shaft and, as a result, the on/off switch could not be activated in order to power the device on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that the device would not power on and the lid latch on the device was damaged and kept the device from powering on properly.